Event description:
The customer reported that the system displayed an x-ray disabled error message which prevented the system from generating x-ray. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The video adapter connector was tightened and the video connector assembly was replaced. The system was then found to be operating as intended.